Manufacturer narrative:
A review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot reference. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Not available.

Event description:
A patient was implanted on (B)(6) 2017 with a stryker restoration modular; a competitor's cup was retained, liner replaced. Since then, the patient has dislocated anteriorly twice so doctor revised today. A different liner was inserted into the competitor's cup, and the restrained piece was extracted. The trial was deanteverted, stability achieved. A new body trial was inserted and a longer head. Nothing was loose or broken.